Event description:
As reported by the user facility: ref # (B)(4), serial # unk, one item, occurred about one week ago. Reports continue to have issues with the plug, latest incident started a small fire. Attempted to call customer on phone number from complaint listed in e-mail, it was a wrong number. E-mailed customer asking for call back, he called back (B)(6) 2013 gained details from him this is a new incident, and picture on e-mail is for this incident. Also reports fire was confined to the smoking of the plug itself. (B)(4).